Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported for single leaflet device attachment (slda). Based on the available information, the reported slda appears to be a cascading event of the torn anterior leaflet. A cause for the reported torn anterior leaflet could not be determined. The reported unchanged mitral regurgitation (mr) appears to be a cascading effect of the slda. Additionally, tissue injury and mr are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with a grade of 4. The first clip (10507r194) was implanted successfully. However, after deployment the anterior leaflet tore at the upper end of the clip arms. The clip detached from the anterior leaflet and remains attached to the posterior leaflet (single leaflet device attachment/slda). Mr returned to 4. A second clip (10507r193) was advanced to the mitral valve in an attempt to treat the leaflet tear. However, sufficient leaflet insertion was not achieved and there was no grasp with sufficient mr reduction. The clip was not implanted and was removed. No additional information was provided.